Manufacturer narrative:
The device was returned to the MFR (MFR) and has been analyzed as follows: the device septum showed normal usage with no internal damage. Discoloration and compression marks characteristic of "pinch-off sign" were seen on the 7" segment of polyurethane catheter approx 3 1/2" from the device bayonet lock at the point where the device catheter appears to have sheared. This unit was patent and no resistance was felt when flushed with water. Leakage was only seen from the damaged area of the device catheter when pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report of "leakage and cracking of the device catheter" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR's analysis of the device. The customer will be notified of the MFR's findings and an article exclusive to "pinch-off sign" will be forwarded to the facility for it's review. No further details are available at this time. The MFR is now closing the file on this event.

Event description:
On 8/7/97, the facility's director, materials mgmt informed the MFR representative that facility nurse tried unsuccessfully for an hr to flush this device. The physician was notified and a dye study was ordered (7/15/97), which revealed some leakage and apparent cracking of the device catheter at about the entrance underneath the clavicle. No further details were provided at this time.